Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented to the emergency room due to dizziness and lightheadedness. The right ventricular lead exhibited oversensing and was capped and replaced. No further complications or patient symptoms were reported.